Event description:
Customer reportedly received results of hi on the advantage system and 67 mg/dl on a professional meter within 10 minutes. No high or low blood symptoms reported. The discrepant results were obtained at home, and occurred in 2007. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accuchek advantage system: meter, comfort curve test strip lot number 549522, expiration date 02/29/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.